Event description:
This spontaneous case was received on (B)(6) 2013 from a sales rep via an office manager and concerns an unk female pt. The pt's medical history and concomitant medications were not reported. On an unk date, the pt started treatment with restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine) for an unk indication. The batch number used was not reported. On an unspecified date, the pt experienced extreme, severe swelling of the face: from the cheeks to the lower eyelids, to the tear troughs, and from the nasal labial folds to the lip area. On (B)(6) 2013, medical info contacted the physician's office for further info, but there was no answer. The outcome of the event was unk. No further info was available at the time of this report. The reporter did not provide a causality assessment. For reference purposes only, this case has also been assigned the following tracking numbers: (B)(4) ((B)(4) on behalf of valeant).